Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. No unexpected low battery alert noted. However, pump received with a high sleep current measurement, problem isolated to the pcb 2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer used new fully charged batteries and the batteries were not expired and not stored in a cold environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.